Event description:
Literature was reviewed regarding thrombosis and bleeding events in children with left ventricular assist device (vad) implants. The authors described one patient who experienced multiple pump thromboses. In one of them, they had cerebral emboli, and healed with hemiplegia sequela. The patient underwent thrombolytic therapy with tissue plasminogen activator (tpa). The status of the vad is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Referenced article: evaluation of thrombosis and bleeding events in the children with left ventricular assist device (l-vad). Acta cardiologica. 2024. 1-10. Doi: 10.1080/00015385.2024.2380843. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.